Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had wires exposed. The device was used during surgery. It is unk if injuries or medical intervention occurred. There was no additional info provided.